Event description:
On march 13, 2024, the user reported not being able to find a signal with the placement guide and unable to link sensor to transmitter.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 30 may 2024. G3.date received by the manufacturer? 30 may 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114, h6. Investigation findings updated to 3221, h6. Investigation conclusions updated to 67.